Event description:
Same case as MFR#: 2134265-2009-03092, 2134265-2009-03093, 2134265-2009-03091, 2134265-2009-02547. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Five taxus express2 stents were implanted: a 3.00x20mm in the right coronary artery (rca), a 2.50x16mm in the mid 2nd diagonal, a 3.00x20mm in the proximal rca, a 3.00x12mm in the mid left anterior descending (lad) artery, and a 3.00x16mm in the proximal lad. Five months post the initial stenting procedure, the pt presented initially with sweats, midsternal chest aching, diaphoresis, radiating pain to the arm and posterior neck. St segment elevation was identified. The pt was treated with plavix, nitro, lopressor and retavase and transferred emergently to another facility. Upon arrival, the pt was taken to the cath lab where the previously placed stents were found to be widely patent. It was felt that the pt had thrombolysis secondary to retavase. The pt was continued on integrilin and transferred to the floor. A subsequent ECG demonstrated a complete anterior mi. The pt was discharged from the hospital two days later on plavix and aspirin.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.